Event description:
On (B)(6) 2018 customer called in stating the pen needles he received were dull and not sharp at all. He had to use 7 needles for a total of 3 shots in order to get a pen needle to dispense the insulin. He also stated the pen needles were difficult to place on his insulin pen and wouldn't always fit properly. When he received his shipment from the va the boxes were crushed and weren't sealed. Over 1/3-1/2 of the needles were "defective".